Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022 mpxr 939472 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implantable pulse generator (ipg) had moved in the pocket in a way that made it nearly impossible to charge. Patient was reprogrammed back in 2020. Ipg was replaced with prime ipg (vanta).